Manufacturer narrative:
The c501 module serial number was (B)(6).

Event description:
We received an allegation of a discrepant low result for 1 patient sample tested for calcium gen. 2 (ca2) on a cobas 6000 c (501) module. The initial result was 6.48 mg/dl. The customer noticed the result was low and repeated the sample. The repeat result was 8.8 mg/dl. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The ca2 reagent lot number was 78318501 with an expiration date of 31-may-2025. Calibration was last performed on 25-jul-2024 with acceptable results. The field service engineer (fse) found the water pressure was not set to specification. The fse adjusted the water pressure and performed successful qc. The investigation determined the event was due to a maintenance issue.